Event description:
Additional information received noted that the right atrial lead fracture was noted via x-ray during device interrogation. Low lead impedance was also noted. The lead was capped and replaced on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was found fractured. The lead was capped and replaced. The patient was stable.